Event description:
The lay user/patient contacted lifescan on august 11, 2008 and alleged that her one touch ultrasmart meter was displaying the error 5 message. The patient reported that the alleged issue first occurred in 2008, at 9:30 am. She also mentioned that she experienced being sweaty and shaky after the issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The patient was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. The patient's testing technique was reviewed to be correct and the condition of the test strips was good. However, the patient did not have a new vial of test strips to perform a retest and the troubleshooting could not be completed. This complaint is being reported the patient claimed that she experienced symptoms suggestive of hypoglycemia after the reported issue began. The alleged issue could not be resolved due to the patient not having a new vial of test strips. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.